Event description:
Caller asking if far field r wave that are sensed in blanking are still used for at/af detection. Discussed yes, if they are sensed in blanking, they do count toward at/af detections. She declined any information on programming to prevent ffrw oversensing and said she would address it with the clinic. She only had questions regarding at/af detection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).